Manufacturer narrative:
Age at time of event - 18 years or older device evaluated by MFR.: a visual and microscopic examination was performed on the returned mustang device. The balloon was unfolded which indicates it had been subjected to positive pressure. A visual and microscopic examination identified a circumferential tear in the balloon material approximately 13mm distal to the distal edge of the proximal markerband. The balloon material was also noted to be torn longitudinally, the tear was noted to begin at the circumferential tear and extended distally across the balloon material for approximately 70mm. There were no issues with the balloon material that would have contributed to the damage identified. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the length of the shaft. No other issues were noted with the device during analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the brachial vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. Another 10.0 x 40, 75cm mustang balloon catheter was advanced but also ruptured. The procedure was completed with another mustang balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the brachial vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. Another 10.0 x 40, 75cm mustang balloon catheter was advanced but also ruptured. The procedure was completed with another mustang balloon catheter. No patient complications nor injuries were reported.